Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (ess205) (batch no. 646517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous, schizophrenia and knee operation. Concurrent conditions included anemia, depression, chondromalacia of patella, migraine, neck pain, arthralgia, anxiety, panic attack, abdominal pain, abdominal bloating, constipation, bipolar disorder, uti, asthma and knee injury. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), esomeprazole magnesium (nexium), phenazopyridine, salbutamol (albuterol), sertraline (zoloft), topiramate (topamax) and trazodone. On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant, hysteroscopy; d & c). Essure (ess205) was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: left fallopian tube without difficulty leaving three leading coils. A similar procedure was carried out on the right fallopian tube leaving two leading coils. She tolerated the procedure well. (Essure removal date was reported as jun-2008) most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: vaginal bleeding and menorrhagia were added, patient's medical history, lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (ess205) (batch no. 646517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous, schizophrenia and knee operation. Concurrent conditions included anemia, depression, chondromalacia of patella, migraine, neck pain, arthralgia, anxiety, panic attack, abdominal pain, abdominal bloating, constipation, bipolar disorder, uti, asthma and knee injury. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), esomeprazole magnesium (nexium), phenazopyridine, salbutamol (albuterol), sertraline (zoloft), topiramate (topamax) and trazodone. On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant, hysteroscopy; d & c). Essure (ess205) was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: left fallopian tube without difficulty leaving three leading coils. A similar procedure was carried out on the right fallopian tube leaving two leading coils. She tolerated the procedure well. (Essure removal date was reported as (B)(6) 2008) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.